Event description:
A malfunction alarm was reported with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on resetting pump, and after doing so, the issue did not recur. Customer was advised to continue using the pump and to contact technical support if any further malfunctions occur.